Event description:
Caller reported a cgm error 42, but there was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to reset the pump, which resolved the issue, allowing the caller to successfully start their sensor session. No additional information was received regarding the outcome of the event.